Event description:
A female patient was scheduled to undergo a bilateral functional endoscopic sinus surgery (fess) procedure. She was brought to the or and induced with general anesthesia. The navigation system was brought onto the field and it initially malfunctioned. The surgeon was able to successful register the patient's anatomy to the pre-operative CT scan, but was unable to register the instruments (suctions) to the system. The team was able to trouble shoot the problem with help from the company via phone and were able to get the equipment to properly register. The company rep suggested that the staff post trouble-shooting instructions (4 specific actions) in the room.